Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net with some ventricular fibrillation (vf) rhythms being under-sensed by their implantable cardioverter defibrillator. The vf episode was treated by the device after a small delay. Programming changes were discussed with a healthcare provider, but they opted out of the changes because there wasn't a significant delay in treatment. Patient was stable after the event.